Event description:
A report was received that the implantable pulse generator has not been functioning for approximately three months. The patient underwent an ipg replacement procedure and was doing fine post-operatively. The explanted ipg was discarded and therefore will not be returned.

Manufacturer narrative:
Date of event: exact date unknown, event occurred approximately three months from the date the manufacturer became aware of the event.